Event description:
Doctor reported that implant at tooth site 46 was removed due to fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss410, (osseotite implant 4 x 10mm) for evaluation. Visual evaluation was performed. Returned implant shows extensive signs of wear/use. Bone debris can be observed on its external threads. Device fractured at the body. No allegations were made against the attached abutment/crown and retaining screw. DHR review was completed for the subject lot number 2020010751. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020010751 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. Implant fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.